Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart monitor was cracked. The monitor is still functional but intermittently loses functionality. No patient was present at the time of the event.

Manufacturer narrative:
The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The monitor was received with two chips on the display due to impact damage. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.